Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed "please contact distributor". No additional patient or event information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.